Event description:
It was reported that the radio frequency programmer head would not recognize any devices. No green lights appeared. The head was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Device passed bench tests and functional tests. Rubber portion of the rf (radio frequency) head label is missing.